Event description:
It was reported that pump touchscreen was cracked and shattered customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.